Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system was explanted due to a non specific product performance anomaly. This right ventricular (rv) lead was replaced and has been returned for analysis. No additional adverse patient effects were reported.